Event description:
A us distributor contacted zoll to report that a (B)(6) patient had pre-existing psoriasis and neurodermitis under lifevest equipment. Patient reported that the lifevest cables caused little pimples. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a foam cream and an ointment for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.